Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported fluid ingress could not be confirmed as the product was discarded by the account and was not returned for evaluation. A specific cause for the event could not be conclusively determined. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, the user is warned to not use it and to call their hospital contact for a replacement. The IFU and patient handbook also provide instructions on using and assembling the shower bag. The relevant sections of the device history records for shower bag, lot number 8575780 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was condensation in the shower bag after use. The patient was stable, and the shower bag was discarded.